Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the crosser iq catheter. During the procedure, the catheter tip allegedly snapped off. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the crosser iq catheter. During the procedure, it was reported that the catheter tip had allegedly snapped off. It was further reported that the tip remains in the patient and there will be an open surgical bypass in the future. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two images were provided and reviewed. The first is subtracted. There is a pigtail catheter in the aorta from the left femoral artery. There appears to be a catheter in the external iliac artery on the right. The common iliac artery is occluded at the origin on the right with distal common iliac artery reconstitution. There are no wires in the image. The second image is a similar film with a different projection demonstrating the same occlusion. There are multiple coils in the image. It is unclear as to what vessel these are in. The crossing catheter tip is not visualized in the images. The third image shows, the oblique image of a sheath with a marker catheter within the sheath and the tip of a catheter outside the sheath appearing to be on a thin catheter remnant. There is also a marker catheter in the image lateral to the sheath. This is a pigtail catheter demonstrated in the prior images. Based on the image review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.